Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 324 mg/dl. Reportedly, the customer had recently delivered a bolus and would monitor bg levels. A system check was performed with tandem technical support (cts) and it was identified that the customer was using expired insulin. The customer reported that a delayed meal and stress may have also contributed to the elevated bg. The customer declined further follow-up from cts.